Event description:
The following report was received from the affiliate: during a coronary intervention to a 99 percent occluded, tortuous and highly calcified lesion in the distal right coronary artery pre-dilation with a balloon (quantum maverick) was conducted. Then a 3.0x13mm cypher sirolimus-eluting coronary stent was successfully delivered to the target lesion. In order to implant the cypher, pressure was applied, but the balloon would not inflate at all. Negative pressure was applied and blood was flowing back into the inflation device and so the physician confirmed the balloon ruptured, and therefore, the unit was retrieved from the patient. A different cypher was implanted and the procedure was finished successfully. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.